Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that when replacing a failing internal power backup battery, our company representative noticed that the battery had leaked battery acid into the battery compartment of the anesthesia workstation. There was no injury reported. (B)(4).

Manufacturer narrative:
It was reported that the system checkout failed the battery test due to the battery voltage being too low. It was also reported that the battery could not be charged. The anesthesia workstation was investigated by our field service engineer. The investigation found that the internal power backup battery was defective and that acid had leaked out. The battery was replaced due to the acid leakage. The internal power backup battery, which is a sealed acid-lead rechargeable battery was returned for investigation. A visual inspection of the battery confirms that battery acid had been leaking out from the battery from the upper joint. Electrical measuring of the battery voltage confirms that the battery is weak (low voltage) and faulty. The fault, if present during system check out, will be detected in the battery test. During ventilation, an alarm indicating low battery capacity will be generated. The received logs confirm the reported issue that performed sco: s failed the battery tests due to a weak battery. We have not been able to determine why the battery leaked since no apparent damages of the battery can be seen.

Event description:
(B)(4).